Event description:
In preparation for a cryoablation procedure, the physician had the transseptal access in place and was exchanging the flexcath steerable sheath with a guidewire without any noted issues. An angiogram was shot after administering 12 mg of IV adenosine. Act was noted to be 333. The physician checked the pv's for potentials and another 12 mg of IV adenosine given to visualize the lipv and lspv for confirmation. Arctic front catheter prepped and positioned via flexcath sheath. The physician was attempting to wire the lspv but appeared that he had wired the lipv instead and noted that the bp had decreased to 82/54 and the cardiac silhouette was abnormal. Pericardiocentesis kit called for as well as an on-call CT surgeon to evaluate. Patient stabilized and was transported to the operating room for what was determined a repair of the left atrial appendage. The patient tolerated the surgical repair well without event. Ablative therapy was not delivered. Surgical repair was followed by routine post operative care. As per follow up with the physician, the patient is doing well. Patient had a biv pacemaker implanted at the same hospitalization with subsequent recovery and discharge to home. Follow up showed no unresolved issues.

Manufacturer narrative:
The device has been returned but has not yet been evaluated. Results of evaluation will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The visual inspection showed that the device was intact with no apparent issues. The catheter passed all tests as per specification; there was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.